Event description:
I had allergen saline filled breast implant fail and start leaking, have had numerous testing done to figure out why I was sick all the time suffering from major debilitating fatigue, high anxiety, muscle spasms, headaches, hair loss, adrenal insufficiency then my endocrinologist pointed out my breast implants could be the cause, so (B)(6) 2018 had implants and capsule removed at my own expense and now that they are gone my health has improved over 90%. My implants were smooth texture but silicone outer shell. Something needs to be done about this problem. It's not just filled that are detrimental to our health, the saline filled are just as dangerous and these implant makers should be held liable for our health since they don't state when getting implants that certain health conditions could happen. There are no warnings on these devices and if I had any knowledge of this might be a possibility. I would have never gotten the breast implants. Thank you. (B)(6) a consumer.